Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was reported as a knuckled arch. The proximal main was successfully implanted and the distal main extender was being deployed inside the proximal main. During the deployment of the distal main one of the apexes misaligned deployed due to most likely to the knuckled arch. It was reported that the physician was deploying and pulled the delivery system down, but did not correct the misaligned deployment. The physician inserted a reliant balloon to pull the stent graft down and corrected the misalignment. The stent graft was slightly lower then intended, due to the pulling down to repair the misaligned deployment. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4) (misaligned deployment). (B)(4). Evaluation results, conclusions: did not follow the recommended deployment technique in the instructions for use.